Event description:
It was reported " iab did not unwrap upon pump initiation". Another iab was used to complete the procedure. No patient injury or consequence reported. Patients current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab did not unwrap upon pump initiation". Another iab was used to complete the procedure. No patient injury or consequence reported. Patients current condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "iab did not unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.